Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. It was reported that the customer¿s blood glucose was over 500 mg/dl and the sensor glucose was 50 mg/dl at the time of the incident. Suspend limit in sensor settings was 80. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. It was reported that the high blood glucose level was treated with their back up plan. The sensor will be returned for analysis.